Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 19:10:31. During night drain cycle five, the patient's ultrafiltration reading was 1502ml, indicating the home patient (hp) drained 1502ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv was determined to be one or more cycles was advanced to next fill when slow / no flow occurred above the min drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.